Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the customer had to hold the usb cable for the pump to start to charge. The customer used an alternate usb cable and the pump charged successfully. The customer¿s blood glucose level was 267 mg/dl.